Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6) patient country: spain

Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient faced an infusion set fell off event during sports on (B)(6) 2026. No further information is available.